Event description:
It was reported that pump displayed an altitude alarm and insulin delivery was suspended, although pump was operating within normal altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin without alarm recurrence, and pump returned to normal operation while technical support provided tips to prevent future altitude alarms and caller acknowledged instructions.